Manufacturer narrative:
The customer replaced the power switch overlay, and the issue was resolved.

Event description:
The customer reported the alarm led failed. There was no patient involvement. The remote service engineer (rse) spoke with the customer who verified the error log showed the alarm led failure. The rse advised to replace the power switch overlay.